Manufacturer narrative:
Concomitants: "(B)(6) - lgc tibial fit tray cem sz 2f / 2t, (B)(6)- logic femoral ps cem left sz 2, (B)(6) - (11-2714) stryker 2000 90x13/21x 1.9mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (B)(6). (B)(6) is associated with this case. It was reported via legal documentation that approximately 111 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. Failure of left total knee replacement secondary to significant wear of the polyethylene insert and patella resulting in synovitis and substantial osteolysis as well as possible aseptic loosening. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available. The serial number 2692432 is confirmed to be a part of recall number: z-0021-2022.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.